Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented with syncope due to bradycardia in the ER. The lead became dislodged post-implant. Temporary pacer wire was used. Noise was observed on EKG. The lead was explanted and replaced. The patient was fine post-procedure.